Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system beeping during start up. It was reported that restarting the imaging system resolved the reported issue. There was no patient present when this issue was identified. No additional information was provided.